Manufacturer narrative:
(B)(4):a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. The force sensor plate was found to be contaminated.

Event description:
On (B)(4) 2012, the patient claimed he had unexplained low blood glucose reading of 30 mg/dl last week. At the time of concern, the patient was at his desk working when his wife found him semi-unconscious. The patient's wife treated the patient with glucagon injection. His blood glucose eventually was up. The patient sought assistance from his hcp who went through his pump settings. According to his hcp, all boluses and basal insulin dose delivered correctly despite a keypad response issue. Reportedly, the down arrow button only intermittently responded. The time/date was set correctly. There was no product misuse. According to the patient's hcp, there was no evidence a product issue attributed to the alleged hypoglycemia. This complaint is being reported because the patient had unexplained hypoglycemia while on insulin pump therapy. The product was requested back for investigation due to the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.